Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that floating particles were observed floating in seven (7) 150ml intravia containers. This was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: eight (8) actual samples were received for evaluation. Visual inspection was performed which revealed particulate in two (2) units only. The particle found in unit 1 was colorless, elongated and approximately 1.5 mm longest linear length. The particle found in unit 2 was approximately 0.4 mm longest linear length and appeared to be a mass of smaller fibers. The reported condition was verified in only two (2) samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.